Event description:
It was reported that during the preparation of a port placement procedure, a small hole was allegedly found on the catheter at the cuff. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is could be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: (expiry date: 12/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm hemosplit d/l catheter, one tunneler, one 15fr peel-apart sheath and vessel dilator, one 8fr dilator, one 12fr dilator, two end caps, one introducer needle, one j-tip guidewire in a guidewire hoop and one introducer needle were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A small pinhole was noted under the tissue cuff and upon infusion, a small leak was noted around the tissue cuff. In addition to the returned physical sample, three electronic photos were provided for review. The photo shows the catheter and a small pinhole was noted under the tissue cuff. Therefore the investigation is confirmed for the reported material puncture/hole issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, a small hole was allegedly found on the catheter at the cuff. The procedure was completed using another device. There was no patient contact.